Event description:
4/19/98 - the pt was seen in the ER with generalized weakness and inability to retain food/fluids after 5 days of flu-like symptoms and 24 hrs of nausea, vomiting and diarrhea. Temp 101.3. Pulse 170, resp 28, bp 106/57 initially. Slight productive cough, painful urination, vaginal irritation, general myalgia, headache. ER staff noted perineal rash. Pt admitted to intesive care unit. Meets all criteria for toxic shock syndrome.